Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that less insulin was present in the reservoir than what the pump indicated on the status screen. Troubleshooting performaned and pump appeared to be operating as designed.